Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that his insulin pump received a low battery warning a few hours after inserting a brand new battery. The customer changed the battery and then the display went blank. The patient's blood glucose at the time of incident was 212 mg/dl. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. However, troubleshooting did not progress further since the customer's mother did not have his insulin pump with him at the time of call. No products were returned or replaced.